Event description:
It was reported that when the patient presented in the operating room for a lead revision due to loss of capture and sensing, micro lead dislodgement was noted under fluoroscopy. The lead was revised and remained implanted. The patient's condition was good post procedure.

Manufacturer narrative:
(B)(4).